Event description:
Endostitch device malfunctioned. Three endostitch clips were lodged in anterior abdominal wall. Two clips were retrieved. One clip remains lodged in anterior abdominal wall as it was unable to be retrieved. No injury to the pt or additional intervention required. (B)(4).